Event description:
It has been reported to co that during the procedure air leaked from the shaft of the catheter. The device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.